Manufacturer narrative:
(B)(4). Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determine the root cause. DHR investigation did not show issues related to complaint. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
It was reported that: "pt was intubated with 7.5 ett, hole present in the balloon (unable to keep inflated s/p intubation). Tube immediately removed and replaced with new ett. No harm to pt. Unable to see leak in balloon until balloon filled with saline and leak was vizualized".